Event description:
Patient reported left side "leak." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, wear abrasion, crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified, sharp opening on valve bond edge, opening crack on valve and striated broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on valve bond edge assessed, as an unidentified (tear) opening. Striated broken assessed, as surgical damage. A cracked valve seat diaphragm valve.

Event description:
Patient reported, left side "leak". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "leak." Device remains implanted.